Event description:
The hospital reported that during a coronary artery bypass procedure, the knob wouldn't work and the flex arm could not be locked. A replacement unit was used to complete the procedure. There were no patient effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that the suction cup assembly had been detached from the interlinking arm. There was no evidence of blood on the device. When the device was further examined, it was observed that the safety crimp was stuck between the stop plate. This indicates that the product was assembled incorrectly in manufacturing. Based upon these findings, the reported complaint "the knob wouldn't work and the flex arm could not be locked" was confirmed. Internal file number - (B)(4).